Manufacturer narrative:
Blocks d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: device code a1502 is being used to capture the reportable event of gel misplaced non-vascular.

Event description:
It was reported that spaceoar vue and fiducial markers were placed under general anesthesia. The radiation oncologist informed a misplacement. The hydrogel appeared to be in the prostate and seminal vesicles. Further review of the images revealed that the gel was entirely in the prostate. There were also significant air bubbles. The patient remains asymptomatic with no hydrogel present in the rectum, and the decision was to treat the patient.